Event description:
Ela medical inc. Received info in february 2004 that this pt passed away in 2003. It was reported that allegedly this pacemaker caused or contributed to the pt's death. It was also reported that the pt allegedly had been having problem with the pacemaker and the coroner had written the cause of death as "pacemaker failaure, from history." In addition, the emt noted that this device was not capturing the pt's heart, however, the emt did not arrive until after the pt died.